Event description:
Ous MDR - a drastic p/s impedance increase was observed via hm after about 2 years post implantation. Insufficient fixation of the helix was noted. During the lead revision, it was discovered that when the lead is fully extended it becomes completely detached from its position with just a very slight pull. This is all of the available info at this time. No implant date was provided. If additional info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.